Event description:
A caller reported a malfunction on their insulin pump, displaying a resettable malfunction code. Although the caller mentioned experiencing previous malfunctions, no notable events occurred prior to the current report, and there was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.